Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as bumps wherever the equipment touches. The patient reported a known allergy to tide laundry detergent and wool. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.